Event description:
"Bilateral hip revision due to eccentric poly wear." Anticipated surgery date is (B)(6) 2022. Right hip.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.